Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for non malignant pain. It was reported that as of (B)(6) 2017 when the stimulation was on, it caused the patient to fall. Patient turned the stimulation off that day and started walking without fall. No further patient complications have been reported as a result of this event.